Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, and no delivery. There was no prime or fill or keypad anomaly noted during testing. The insulin pump was received with cracked reservoir tube lip.

Event description:
It was reported that insulin continued to drip out of the end of the tubing after the motor stopped during the manual priming process with the insulin pump. Customer's blood glucose was 235 mg/dl. The customer was not wearing the insulin pump during the priming. During troubleshooting, insulin again continued to drip, after the infusion set and reservoir were replaced. There were no prime rewind alarms in the history and the drive support cap appeared normal. It was advised that the issue would only occur during the prime rewind process, however the insulin pump may not trigger a no delivery alarm, in the case of an occlusion. Customer was advised to revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.